Event description:
According to the available information, this complaint describes an end-user of speedicath soft who has reported blood in his urine and has had this for the past year. The end-user started intermittent self-catheterisation the (B)(6) 2026, and the blood in the urine began approximately one year before that. He therefore has reported that he does not feel that the catheters are causing the harm, which he states his physician agrees to. The end-user states that he notices the blood when he urinates, both with and without the catheter. When using a catheter, the blood is visible on the catheter and in the urine. The end-user has stated that he has no other health effects due to the issue. He has received no treatment for the bleeding, nor does he suffer from benign prostate hyperplasia. He is currently under investigation for the bleeding. No further information is available at this time.